Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
A customer contacted global technical service (gts) regarding an alarm which occurred on the homechoice (hc) while refilling the heater, during which the patient (hp) stated he had disconnected/reconnected solution bags. The hp had forgotten to open the clamp on the last bag line and the heater bag was empty. The hp then stated he had disconnected the 3rd bag and reconnected it to the heater bag. The technical service representative (tsr) explained that this introduced air into the setup and risked infection. The tsr assisted with ending therapy and recommended that the hp follow up with his peritoneal dialysis registered nurse (pdrn) about the event. There was patient involvement but no patient injury or medical intervention was reported.